Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the numbers were scrolling on their own. Customer's blood glucose was 260 mg/dl. The insulin pump had been exposed to water that day. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
This information was not included with the initial medwatch report.